Manufacturer narrative:
The previously submitted manufacturer report inadvertently did not include the actions taken for the reported event.

Event description:
Review of decoded data shows that on follow-up appointment (B)(6) 2015 for the m106 generator, tachycardia detection was programmed on and tested at sensitivity settings 5 and 1. A follow-up appointment on (B)(6) 2015 showed that the tachycardia detection was still on and set to sensitivity level 1. The patient was last seen on (B)(6) 2015 where the tachycardia detection was still on and set to sensitivity level 1.

Event description:
Additional information was received that a pre-surgical assessment was performed with the patient in 2 positions (supine and sitting in bed) due to the patient being uncooperative. In the or, brief heartbeat detection on sensitivity 2 was captured, and all troubleshooting was performed. Subsequently, heartbeat detection was successful in a clinic setting at the programmed sensitivity level 2.

Event description:
It was reported by the physician that he does not feel it is necessary to have a company representative visit with the patient. It was noted the physician is satisfied with her resulting conformation of heartbeat sensitivity and heartbeat capture during her initial clinical visit with the patient. No additional relevant information has been received to date.

Event description:
A new physician reported that the patient had experienced several breakthrough seizures prior to a recent clinic visit. The physician interrogated the patient's generator and saw that it had already reached the end of service (pulse disabled) status and was no longer providing stimulation. The physician was shocked that the battery had depleted so soon, since it had been implanted for less than 2.5 years and was only stimulating at a 25% duty cycle. Diagnostics at the patient's clinic visit 6 months prior were within the normal limits. The patient was referred for generator replacement surgery. The patient underwent generator replacement surgery. The explanted generator has not been received by the manufacturer to date. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to premature battery depletion and the undersensing previously identified at implant surgery. The device met all specifications prior to release. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: describe event or problem: was reported that the patient was experiencing breakthrough seizures which were attributed to the premature battery depletion. This information was inadvertently left off on mfg report #4. (B)(4).

Event description:
It was reported that the patient was experiencing breakthrough seizures which were attributed to the premature battery depletion. Attempts to have the explanted generator returned to the manufacturer found that the explanting facility discards of devices after explant. Therefore product return is not expected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that during generator replacement surgery, they were unable to verify heart rate detection in the or during implant. He said that the pre-op EKG results were good. He said that he would get sporadic heart rate, then would receive "????" (Indicating lost/ no communication) . They attempted to verify the heart rate before and after closing the patient. The representative verified that the programming wand was functioning correctly. The device was implanted without the heart rate being detected. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Attempts for additional relevant information have been unsuccessful to date.